Event description:
It was reported that the pta balloon would not fully deflate in the basilic axillary vein. The balloon was retracted to the sheath and both devices were removed together as a single unit. Slight trauma was experienced at the access site requiring stitches. Another balloon was used to complete the procedure. The pt was reported to be doing well.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient weight, age, sex and relevant history information, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. Based on the available info, the definitive root cause is unk. Potential adverse reaction: vessel dissection, perforation, rupture, or spasm.